Event description:
Customer reported receiving no delivery alarms during bolus deliveries. The customer stated the alarms had gotten progressively worse. The customer also stated sometimes his cannulas were slightly bent. He also reported his tubing connector would be loose sometimes and that he would also get air bubbles. The customer also mentioned that he would use cold insulin to treat his blood glucose. The customer's blood glucose was unknown. The customer declined to troubleshoot at the time of the call. The customer also declined to return his infusion set or reservoir for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).